Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in the range of 65 mg/dl to over 600 mg/dl at time of incident. Customer stated that the insulin pump received unexplained no delivery alarms, battery compartment end cap was broken and hard to open and close. The insulin pump will not be returned for analysis.